Event description:
It was reported that during a bronchoscopy procedure, a deployment suture break occurred. The lesion was located in the left main bronchus. The ultraflex tracheobronchial 12mm x 4mm stent delivery system (sds) was advanced to the lesion, however, upon stent deployment, the deployment suture broke halfway through deployment. The stent was removed and an unspecified different size stent was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.